Event description:
The customer reported being admitted in the intensive care unit for high blood glucose of over 400 mg/dl. The customer's glucose level was 287 mg/dl when he left the hospital. The customer stated that the insulin pump often alarmed no delivery. The customer changed the infusion set and reservoir, and the alarm was cleared. Troubleshooting was performed. The customer stated that he had site infections and that his doctor is aware of it. The customer stated that he is developing insulin pockets under the skin in which the insulin builds up and his glucose level rose. The customer stated that once his pockets were pop his glucose level drops. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.